Manufacturer narrative:
The insulin pump had a motor error alarm during occlusion test and unable to prime during prime test due to moisture damage inside force sensor resistor. The motor passed the motor test. The insulin pump had a scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.